Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer alleged that the pump calculated an incorrect bolus dosing after programming a carbohydrates value in the bolus menu. Reportedly, the customer did not deliver the recommended bolus. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to upload the pump data logs for tandem technical support to review. In addition, the customer declined further assistance regarding the reported issue.